Manufacturer narrative:
Event site name: (B)(6) hospital, event site address: (B)(6) hospital, event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) is showing battery replacement required on display. There was no patient involvement reported.